Event description:
According to the available information, the patient indicated they are having issues deflating the device and they experience pain when trying to do so. They had already gone back to their physician who assisted in deflating the device, but patient expressed they had pain after that.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.